Event description:
The patient received his scs system on (B)(6) 2008, consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that the patient was not feeling stimulation. Instructions to restore stimulation were provided to the patient by phone. In an effort to resolve this matter, a programming consultation has been scheduled for him. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.